Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. "Trend observed: increase in complaints related to adhesive on ewis" has been opened on 18-sep-2024 to address all adhesive issues related to ewis product family as no specifications exist for the adhesive used on this product (design related CAPA).

Manufacturer narrative:
Initial and final MDR 1927546- MDR 8021545-2024-02849 - device 1 of 2 e1: patient city: (B)(6) patient country: united states

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusions set come off while taking bath event on (B)(6)2024. No further information available

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary CAPA-2010953 "trend observed: increase in complaints related to adhesive on ewis" has been opened on 18-sep-2024 to address all adhesive issues related to ewis product family as no specifications exist for the adhesive used on this product (design related CAPA).